Manufacturer narrative:
We pushed the "sample" out of the needle using a 13 gauge probe. Upon further investigation, both samples were very hard indicating that the sample consisted of bone fragments instead of 100% bone marrow. The bone fragments were preventing the snare from closing. Once the bone fragments were removed, the snare was able to close.both devices functioned accordingly once bone fragments were removed from snare. The stylet was removed prematurely allowing bone to enter into the needle which caused the snare to jam.

Event description:
The customer reports pulled out biopsy, flipped black switch, used the sheppard's hook, couldn't get sample through - struggled - had to do another biopsy - kept patient sedated. Samples have been returned.